Event description:
Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction. Details of the issue included: generator end of life. The patient was recovered without permanent impairment. It was noted scheduled for (B)(6) 2015.

Event description:
It was reported that the caller's biggest complaint is that there's no battery indicator on the enterra 1 device. The caller stated the enterra therapy has been a life changer for the patient. Caller stated that the patient¿s eol (end of life - end of service) symptoms are irregular stim and typically pain. The patient went to her hcp (healthcare provider) and did a scan and caller stated he didn't really know what he was reading. The patient told the hcp that the ins isn't working. Caller stated when it says "eol is 59 months you know it's not working." Regarding when the patient felt the pain and irregular stim, the caller stated: this time it's been since (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. (B)(4).